Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4) the analysis results found that the el5ml device was returned in good visual condition with a clip partially formed within the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight conforming clips. In addition the device locked out as intended. No jamming incidents occurred upon evaluation. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were jammed. The case was completed with another device of the same product code. No patient consequences were reported. No additional information was available.